Event description:
Reporter alleged high glucose reading of 423 mg/dl and too regular medication and 15 mins of insulin at 6 am. It was reported cutomer went to the dor at noon where their meter read 66 mg/dl and fifteen mis later it was 63 mg/dl. No treatment was allegedly received other than being given a piece of candy. Reporter stated when returning home, his meter read 471 mg/dl and compared to a different meter read 107 mg/dl. No actions were reportedly taken. A request was made for the return of the suspect device and replacement product was sent.